Manufacturer narrative:
Per the clinic, the patient experienced an infection around the magnet, fluid accumulation and pain (specific date not reported). The implanted device remains. This report is submitted on may 20, 2022.

Manufacturer narrative:
This report is submitted on february 2, 2021.

Event description:
Per the clinic, the patient experienced a magnet dislocation post an MRI. The patient's head was not wrapped as recommended by cochlear. The magnet was surgically re-positioned (date unknown).